Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, and eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk number of spectrum pumps alarmed upstream occlusion when no occlusion was present (fluid, programmed amount and deliver rate are unk). It was reported that there was no pt injury.